Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: a review of monitoring records noted out of range rv pace impedance as early as july 15, 2023. Reviewed recent v events and noted lead noise. The lead was explanted. Should additional information be received, this file will be updated.